Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the detached distal end could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited detached distal end. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted h6 coding and h11 device evaluation results. Based on the results of the investigation, it is likely the following led to the malfunction: fatigue caused by physical stress on the device. However, a definitive root cause could not be determined.

Event description:
No additional information received from the customer.